Event description:
Customer reported the dose rate is too high. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the dose rate to physicists requested level. System operates as intended.